Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2-way foley catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number: 2758j14 and manufacturing lot number: ngjz2834. Visual inspection noted the catheter balloon was partly inflated. Using the returned syringe 3 ml of solution was passively withdrawn from the balloon. Inflated the catheter balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 1 min 1 sec. After deflation cuffing noted. This is within specification per inspection procedure: ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in draining water from the foley catheter was confirmed during pre-testing. Per follow up information received via rcc on 13oct2025, stated that there was no patient involvement. Per the notification received from the investigator on 06feb2026, it was reported that the cuffing was noted during the sample evaluation conducted on 05jan2026.

Event description:
It was reported that difficulty in draining water from the foley catheter was confirmed during pre-testing. Per follow up information received via rcc on 13oct2025, stated that there was no patient involvement.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.